Event description:
In this event, it was reported that a pt experienced nausea and vomiting several hours after placement of a restoration using esthet-x hd in conjunction with an etchant gel and adhesive, both mfg by other companies. The pt went to the ER and was released without treatment. The symptoms were present for approx one day.

Manufacturer narrative:
While the reported symptoms are not consistent with an acute allergic reaction and though it is unk if the esthet-x hd used caused or contributed to the symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.